Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular (isvt) ablation procedure with a thermocool smarttouch sf and the patient experienced pulseless electrical activity that required chest compressions and medication. The patient went into pea (pulseless electrical activity). The patient had a pacemaker which was pacing at the time of the injury. They lost the pulse after they cardioverted the patient. They began compressions, and a code was called. The patient was given 2mg of epinephrine and the pulse came back. The patient was reported to be in stable condition. The physician thought the injury was due patient condition / the induction of the ventricular tachycardia (vt). The patient improved however required extended hospitalization. The injury occurred at the beginning of the procedure before any ablation had been completed. Only the ablation catheter and the cs catheter were in the body at the time of the injury.